Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath when going up the stairs and an increase in fluid in their stomach. The physician suspected loss of capture in the atrium. It was noted that the patient was going to come in to have a chest x-ray performed and evaluation of the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.